Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient is a (B)(6) male with complicated structural heart disease. The patient has a concomitant device implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was exercising and received an inappropriate shock due to t-wave oversensing. The initial shock induced ventricular fibrillation (vf) and the second shock converted the patient. The patient was brought into the clinic and troubleshooting and additional testing was performed. Re-optimization was performed and alternate vector was selected. No adverse patient effects were reported.